Event description:
It was reported that the 6800 system had washed out images and loss of image resolution. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The image intensifier and image intensifier power supply were replaced during the svc call. The system was tested and found to be working as intended and put back into svc.